Manufacturer narrative:
The device evaluation details: the device was returned to johnson and johnson medtech for evaluation. Visual inspection and functional test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. An electrical test was performed and no electrical issues were observed. Then, the catheter was connected to the carto 3 system, the errors 105 & 106 were observed. Printed circuit board (pcb) were inspected, and electrical readings were found in specification, no anomalies observed. Additionally, the device tip was dissected and it was found that the adhesive was correctly applied. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The electrical and biocompatibility issues reported by the customer were confirmed per reddish material inside the pebax. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. However, the visualization could be related to an internal printed circuit board (pcb) issue, since the readings were found in specification. The catheter instructions for use contain the following warning: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The instructions for use contain (IFU) the following recommendations in the carto 3 system manual: improperly positioned patches may increase the chances of a virtual magnetic reference move which is unrelated to patient movement. This could also result in inaccurate catheter visualization. The instructions for use contain the following warning stated in the carto 3 system manual: electrocardiogram (ECG) noise is typically generated as the result of the improper connection of the body surface electrocardiogram (ECG) patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿noise¿ and ¿blood in the chamber of the catheter¿ issues. In addition, biosense webster inc. Analysis finding of the ¿a cut on the pebax with reddish-brown material inside and internal parts exposed¿. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported the ¿catheter was sliding across the screen and was shaking" issue. In addition, biosense webster inc. Analysis finding of the ¿internal printed circuit board (pcb)¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax and internal parts exposed. It was reported that the catheter was "sliding across the screen and was shaking" during ablation on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. Upon inspection of the catheter, they noticed blood in the chamber of the catheter. It was also reported that there was noise on ablation 1-2 on the carto 3 system and the recording system only when on ablation. The cable was replaced with no resolution. They continued the procedure without further troubleshooting. The issue was intermittent as the noise issue did not occur during every ablation. After the procedure, as the physician was pulling out the catheter, they noticed blood in the chamber of the catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024, observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a cut on the pebax and internal parts exposed on (B)(6)2024 and have assessed this returned condition as reportable.